Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the endoscope was installed in the up position. The surgeon confirmed the desired orientation when the endoscope was installed. There was an indication of the image orientation provided to the user via the user interface. The endoscope and the endoscope¿s adapter/base were still attached. There was no damage to the endoscope observed. Prior to the issue, the endoscope was manually rotated 180 degrees. The procedure was completed with the same endoscope. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post market surveillance (rpms) quality engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause is attributed to improper customer setup. Based on the tse notes, the system issue was due to a loosely connected, improperly seated, or disconnected endoscope. It can be resolved by reseating and rotating the endoscope to the desired position.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the endoscope's orientation was upside down. The issue occurred after the customer cleaned the endoscope and reinstalled it. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no related errors in the system logs. The procedure was being completed as planned, with no reports of patient injury.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the issue was resolved by removing the endoscope, rotating it to the desired position, cancelling the guided tool change, and reinstalling the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.